Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5099929). This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('migrated and embedded into my endometrial wall') and embedded device ('migrated and embedded into my endometrial wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), rash ("rashes"), eczema ("eczema"), dysmenorrhoea ("menstrual cramps"), menorrhagia ("heavy erratic periods") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, embedded device, rash, eczema, dysmenorrhoea, menorrhagia and arthralgia outcome was unknown. The reporter considered arthralgia, device expulsion, dysmenorrhoea, eczema, embedded device, menorrhagia and rash to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5099929) on 06-apr-2021. The most recent information was received on 12-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('migrated and embedded into my endometrial wall') and embedded device ('migrated and embedded into my endometrial wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual cramps"), menorrhagia ("heavy erratic periods"), rash ("rashes"), eczema ("eczema") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, embedded device, dysmenorrhoea, menorrhagia, rash, eczema and arthralgia outcome was unknown. The reporter considered arthralgia, device expulsion, dysmenorrhoea, eczema, embedded device, menorrhagia and rash to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.